Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced hyperglycemia and was taken to the hospital by paramedics. The patient had attempted to lower his blood glucose level via bolus with the infusion device, but was unsuccessful. The patient was treated with an IV of insulin. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.